Manufacturer narrative:
Event site name: (B)(6), event site postal code: (B)(6). Gas loss alarms provide surveillance for leaks which can result in gas leaving or entering the iab circuit. Leak in iab circuit: there is a small leak in the iab circuit, a loose connection, or a high rate of helium diffusion, possibly due to the patient being febrile or tachycardiac. Mitigative actions: check for blood in the tubing. If found, stop pumping and notify physician. Refer to iab manufacturer's instructions for iab removal. If blood is not found in the tubing, verify the connections are leak free. Refill the iab by pressing and holding the iab fill key for 2 seconds and closely observe the tubing to verify no blood is present. Press the startkey to resume pumping. If the alarm persists and there is no evidence of a leak in the iab catheter, consider setting the slow gas loss alarm to the off position. For both alarms if none of these conditions are confirmed where no leaks in iab, iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill. Iab fill key: press and hold this key for two (2) seconds to initiate a purge and fill of the iab shuttle gas. The autofill process suspends assist for approximately eight (8) seconds. The iab fill process completely purges and replaces the shuttle gas with pure helium.

Event description:
During an emergency support program call, the customer reported a leak in iab circuit on a cs300 intra-aortic balloon pump (iabp) during use. The alarm reportedly resolved after use of the auto fill function, and no blood was observed in the helium tubing. No patient harm or injury was reported.